Event description:
During a transfer from bed to a chair via a medcare lift and weigh, the resident dropped into the chair. The load cell rod broke causing the fall. The resident complained of neck pain but was not hospitalized.

Manufacturer narrative:
The machine has been taken out of service and reviewed at medcare. The review showed that the machine was not properly maintained. The leg bolts had been tack welded in place.